Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product has been performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this double-cuff artificial urinary sphincter (aus) only experienced minimal improvement of their urinary incontinence over nine years of device implant. The device was explanted and an aus with a transcorporal cuff was implanted. No further patient complications were reported.